Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be damaged. Upon testing the fluid path, the cannula was measured to be out of specifications. Despite the damage to the soft cannula, fluid was able to exit the entire fluid path as intended. No leaks or tears were observed. The download data showed no timeouts or drive stalls that would indicate a failure to deliver insulin. The exact timing and cause of this damage could not be determined. The bottom housing cannula window and eseal were checked for damages and no issues were observed. Investigation found no abnormalities with the needle mechanism that would cause an improper insertion. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported the patient's blood glucose level rose to 400mg/dl while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (site) as well has the cannula being bent. As treatment they had called the physician and were told to administer insulin through injections until the levels came down to normal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.